Manufacturer narrative:
(B)(4). The reported condtiion of failure code 810:13 was confirmed during product evaluation and determined to have been caused by a faulty pumphead module (phm). The phm was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
This is a report of a colleague infusion pump with a failure code 810:13, which could have caused an interruption of delivery. It is unknown when the reported condition occurred, however, it occurred on the medical floor. There was no patient involvement, injury or medical intervention reported with this event. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available.